Manufacturer narrative:
The reported complaint of "balloon was ruptured" was not confirmed. As received, proximal bond was completely detached and appeared inverted. It was attempted to reverse the inverted balloon and the balloon flipped and approximately 95% of the distal bond was separated. Residual adhesive was observed at both bonds. The contamination shield, syringe, and introducer were not returned. All through lumens were patent without any leakage or occlusion. There was no visible damage was observed from catheter body. Although the complaint was confirmed, there is no evidence that the defect is related to the manufacturing process, a cross functional team has been assigned to investigate these types of occurrences in order to determine a root cause and take actions as deemed necessary. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water. Although we were able to confirm a defect exists there is no evidence of a manufacturing defect. A device history record review was completed and documented that the device met specifications upon distribution.

Event description:
It was reported that the balloon was ruptured during use. There were no patient complications reported.